Event description:
It was reported that the fowler would not lay below 15 degrees.

Manufacturer narrative:
Results: initial evaluation was visual only; second evaluation required to determine exact cause. Conclusion: upon repair of device, a supplemental report will be filed if appropriate.